Manufacturer narrative:
Age at time of event: (B)(6) years. Sex/gender: male. In follow-up regarding the patient outcome, the response received was that the intraocular lens (iol) was implanted into the patient's eye. No inflammation observed. A debris (0.5mm x 1mm) sample was received for evaluation on (B)(6) 2015 pending evaluation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Corrected data: in MDR follow up #2, it was stated the material (debris) was received (B)(6) 2015. The actual correct date of the material (debris) receipt was (B)(6) 2015. Evaluation of the returned material. A white transparent debris was submitted for analysis by fourier transform infrared spectroscopy (ftir) in order to identify the material. In infrared (ir) spectroscopy, a sample is irradiated with infrared light and the ir radiation absorbance is plotted as a function of wavelength. The sample was accompanied by a clear photograph of the debris. Visual examination revealed a small, white transparent particle taped piece of paper. Ftir analysis of the debris showed characteristics of polypropylene. Salt solution precipitates were also seen. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed debris, (0.5mm x 1mm) like plastic in the patient's eye just after the insertion of the intraocular lens, a model, pcb00v, with serial number (B)(4). The doctor took out the plastic with surgical forceps from the patient''s eye. No patient injury was reported. No further information was provided.

Manufacturer narrative:
A review of the evaluation report of the returned material was conducted by the manufacturing site. The primary components used to produce the acrylic lens material are similar and/or the same as those found in the fourier transform infrared (ftir) analysis. The lens insertion system has the same primary components as those identified in the ftir analysis. Polypropylene is part of the material composition of the lens, model pcb00v; however, due to the broad use of materials with the described composition of the foreign material found and analyzed (polypropylene), the investigation was unable to determine the source of the dark fiber. Thus the source of the material could not be determined and it is unknown where the material was introduced, in the manufacturing process or at the surgical site. Although there are established manufacturing controls, debris/particles is an identified potential product-related failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). A review of the manufacturing records was performed. All process operations presented in the manufacturing record for the pcb00v lens were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of process manufacturing instructions in our change control system was done during the period when this production order was manufactured and did not show any change that could be related to the complaint type reported. There were no discrepancies or defects found during the review that were related to the possible causes identified for the complaint type reported. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted.